Manufacturer narrative:
Details of complaint: the customer reported that bp did not alarm on this central nurse's station (cns). According to the customer, the nibp dropped as low as 71/50 as well as gone up all the way to 180. They removed the patient to another room and it seems that the bsm is now alarming properly. Technical support (ts) spoke with the customer and all settings appear to be set correct. The customer will provide the logs. There was no patient injury reported. Investigation summary: the customer's biomed later called back and reported that they decided not to collect device logs since they determined it was a configuration issue and someone had suspended the alarms. Based on the information from the biomed, there was likely no malfunction of the cns and the issue was due to user error. Manufactuere references # (B)(4). Follow up 001.

Event description:
The customer reported that bp did not alarm on this central nurse's station (cns). There was no patient injury reported.

Event description:
The customer reported that bp did not alarm on this central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that bp did not alarm on this central nurse's station (cns). According to the customer, the nibp dropped as low as 71/50 as well as gone up all the way to 180. They removed the patient to another room and it seems that the bsm is now alarming properly. Technical support (ts) spoke with the customer and all settings appear to be set correct. The customer will provide the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information. Attempt # 3: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information. B6: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information. Attempt # 3: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information. B7: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information. Attempt # 3: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information. D10: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information. Attempt # 3: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for megan to call me back with patient and device information.